Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, upon removal from the pt, during a renal transplant procedure. Another device was used to successfully complete the procedure. The pt's condition is good. This device has been rec'd, evaluated and retained by this MFR. The engineering eval indicated the distal cannula tip was burred in an outward direction. The front and back thumb tabs were in the cocked position. The device exhibited good function during cycle testing. Follow up indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."